Manufacturer narrative:
Patient samples were collected in 13 x 100 mm serum tubes and centrifuged for 5 minutes at 4000 rpm. Qc was performing within the customer's established limits and ckmb had been calibrated on the morning of the event. The mean s0 rlus assigned to the active ckmb calibration curve at the time of the event were 92,494 rlus. The previous calibration curve mean s0 rlus were at 11,818 rlus. Per bci hotline instructions, the customer recalibrated the instrument. After recalibrating the ckmb assay, the mean s0 calibration curve rlus were at 11,565. Patient samples were repeated on the instrument using the new calibration curve, and results were within the normal reference range. A clear root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining these ckmb results generated by the unicel dxi 600 access immunoassay analyzer: "no value" results flagged as "ind" (indeterminate) for two (2) patients, and negative results flagged as "orl" (outside reference limits) for one (1)patient. Repeat testing of the samples re-produced these results on the same instrument while repeat testing on an alternate instrument produced results within the normal reference range for all samples. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.